Manufacturer narrative:
Additional manufacturer narrative: device was received for processing and evaluation. Evaluation is pending but not yet begun. Model and serial number have been provided and the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Through follow up with the health care provider, edwards received information that a magna aortic 25mm was explanted due to moderate to severe aortic regurgitation. The explant occurred after an implant duration of 12 years. At the time of explant and re-do coronary artery bypass x1 (cabgx1), clinical observation noted a leaflet tear in the leaflet adjacent to the non-coronary cusp. No significant calcification was noted grossly. Pannus and annular calcification were debrided and [the 25mm aortic bioprosthesis] was replaced with another edwards pericardial valve. The patient was transferred to the intensive care unit in satisfactory condition. Significant patient medical history included aortic stenosis of the native valve, coronary artery bypass treated with cabgx4, hypertension and hypercholesterolemia. Age at initial implant was (B)(6).

Manufacturer narrative:
The device was not returned for edwards for analysis. Attempts to retrieve the device and obtain additional information were unsuccessful. Without receipt the device or additional information the root cause of the explant cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: customer report of leaflet tear could be confirmed. Moderate calcification was observed in the cusp area of leaflet 2 and 3. Minimal calcification was observed in the cusp area of leaflets 1. Free margin of all leaflets appeared swollen and thicken near the commissures. Leaflet 1 was torn, approximately 7mm, along commissure 1. Calcification was evident near the tear. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at both stent inflow outflow. Hematoma was visible on outflow aspect of leaflet 3. The x-ray demonstrated calcification. Method: x-ray. Additional manufacturer narrative: based on our gross analysis, the clinical observation of stenosis was confirmed with calcification as the primary contributor with host tissue overgrowth as a secondary contributor. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received through follow up with the health care provide to clarify the reason for explant and possible condition of the device. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, patient age and gender as possible contributing factors towards early explant. However, without return of the device for evaluation, we are unable to confirm the root cause for this event.

Event description:
Edwards received information that a 25mm aortic valve was explanted due to unknown reasons. If additional information is received a supplement report will be filed.